Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported missing low alarms. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide for the freestyle librelink app, the reported configuration of [ios 17.3.1] is not compatible with the freestyle librelink app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13, ios version 17.3.1. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia symptoms and was unable to self-treat, requiring treatment of apple juice by a non-healthcare provider . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Reader was connected to computer to established bluetooth connection to receive ble (bluetooth) packets on the app screen after waiting for 6 minutes. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. First 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13, ios version 17.3.1, app version 2.11.1.8175. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia symptoms and was unable to self-treat, requiring treatment of apple juice by a non-healthcare provider . There was no report of death or permanent impairment associated with this event.